Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose level of 257 mg/dl. The customer delivered a correction bolus to address the event. The customer successfully reloaded a second cartridge and resumed insulin delivery.